Manufacturer narrative:
Block h6: device code a0414 captures the reportable investigation result of stent torn inside the patient. Device code a040601 captures the reportable investigation result of stent buckled inside the patient. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was buckled and the tip was torn, however the ro marker looks in good condition. The reported allegation of stent difficult to view under fluoroscopy could not be confirmed. The positioner was returned. However, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused torn and buckled on the device. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was used in a retrograde intrarenal surgery procedure in the left ureter. During the procedure, when the stent was pushed through the guidewire, it could not be seen under the fluoroscopy. The physician attempted to reposition the stent, however, only the guidewire can be seen under fluoroscopy. The procedure was completed with another of the same device and there were no patient complications reported. This event has been deemed reportable based on the investigation finding that the stent was torn and buckled inside the patient. Please see block h11 for full investigation details.